Manufacturer narrative:
Date sent to the FDA: 10/07/2020. H-6 device codes: 2385. A manufacturing record evaluation was performed for the finished device pju462 batch number, and no non-conformances were identified. Additional h-3 summary: a paper lid and a winding former with a needle/suture piece and seven sutures pieces of product code y463, lot # pju462 were received for evaluation. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples due to the suture has begun with the process of degradation. The product code y463 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. Representative samples: five unopened samples of product code y463, lot # pju462 were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted during the analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number pju462, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke immediately during use. There were no adverse patient consequences reported. No additional information was provided.